Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's wife reported finding a leak between a solution bag and the set's connector during setup. She reported that she may not have tightened the connection enough. She continued using the set and solution bag to complete the patient's treatment. She was advised that this is not recommended due to a potential risk of infection and to contact the patient's pd nurse. The set was discarded. During follow up, the patient's nurse confirmed the patient had no complications and has been able to complete all pd therapy.